Event description:
Boston scientific crm received information that this patient has experienced multiple syncopal episodes. It was also noted that this patient is in hospice care and transtelephonic monitoring (ttm) information has been missing because the calls have not been received.

Manufacturer narrative:
A boston scientific customer contact representative documented the information and referred the caller to the patient's physician in regards to the ttm and reported syncope. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.